Manufacturer narrative:
Updated information has been received that shows the event was not related to a device registered for sale in the USA. The device was custom-made graft that was designed for an individual patient, with a specific anatomy. It is a unique design based on the physician¿s written prescription. This device is not registered for sale in the USA. Therefore, no additional follow-up reports will be submitted for this event as the initial report was made in error (in good faith) when the manufacturer believed it was made on a device registered for sale in the USA.

Event description:
The implant procedure was performed on (B)(6) 2025. One day post implant, ((B)(6) 2025) the patient became unstable. "Periarrest" with abdominal pain was reported. Additionally, it was reported that the "graft eroded into iliac artery causing patient to rupture" requiring an additional procedure of relining of the left common iliac artery. As of (B)(6) 2025, the patient remained ventilated. Additional information regarding the event and patient outcome has been requested. Updated information has been received that shows the event was not related to a device registered for sale in the USA. The event was later described as an endoleak. The device was custom-made graft that was designed for an individual patient, with a specific anatomy. It is a unique design based on the physician's written prescription.

Event description:
The implant procedure was performed on (B)(6) 2025. One day post implant, (B)(6) 2025) the patient became unstable. "Periarrest" with abdominal pain was reported. Additionally, it was reported that the "graft eroded into iliac artery causing patient to rupture" requiring an additional procedure of relining of the left common iliac artery. As of (B)(6) 2025, the patient remained ventilated. Additional information regarding the event and patient outcome has been requested.